Event description:
It was reported that thrombosis occurred. It was reported that versacross connect laac access solution selected for a left atrial appendage (laa) closure procedure, and a watchman trusteer access system (was) was selected to be used. During the procedure a thrombus was noted on transesophageal echocardiography (tee) before deployment of the closure device. The was sheath was brought back to the right side and exchanged for another was. The removed was had a clot on the tip. The clot was no longer visible on tee, and the new was sheath and closure device were successfully placed. The procedure was completed successfully by using different device, same model. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.